Event description:
It was reported that at two different times, the ventilator shut down with an audible alarm while on a pt. The pt passed out during both events and was manually ventilated.

Manufacturer narrative:
Na